Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubies experienced read /write errors due to the partial connection failure. A field service engineer opened the back door of the main and inspected drawer 6, confirming that all lights were functioning properly. Following this, conducted a thorough inspection of all the circuit boards located at the back of the main unit. The engineer then opened the drawer 6 and reseated all the cables associated with the drawers 6.1 and 6.2. Following this, all the cubies were removed, and the connections were cleaned using alcohol wipes. After reinserting all cubies, the lids were opened. Finally, the pyxis system was rebooted, and it was confirmed that the issue had been resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced read/write errors, leading to the failure of the cubies within the drawer. Additionally, it was reported that the user was able to retrieve the needed medication from the another medstation and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.